Event description:
The facility reported a colleague infusion pump with a malfunction of the lock key is stuck. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced three times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a stuck lock key was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged lockout key button, which is part of the rear/inverter harness. The rear/inverter harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.